Manufacturer narrative:
The adaptiveclean brush head is an accessory to the flexcare platinum connected power toothbrush.

Event description:
The consumer states that the bristles from their adaptiveclean brush head are coming out inside their mouth. No injury was reported.